Manufacturer narrative:
The patient's age, gender, and weigh estimated since the actual information was not provided. Affected product not saved so sample evaluation could not be conducted. DHR review on the two provided possible lot numbers (1h232 & 1f122) found the records to be complete and accurate. The photo shows the device without a strap latch door. A review of complaints for these lots of anchorfast products show no other complaints of this mode of failure. In addition, no adverse trends were observed and this was the only complaint for this failure in over 2 years. The root cause of the strap latch door breaking off is not known.

Event description:
It was reported that during an oral tracheal intubation, as the respiratory therapist attempted to secure the ett with the hollister anchorfast oral endotracheal tube fastener, she noticed a piece was missing. Unable to utilize the first anchorfast, she acquired a second. As she was securing the ett, the broken piece from the first device was discovered in the patient's mouth. It was retrieved. The patient was unharmed. The facility reported no other similar situations occurring.